Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and hg (device code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device activity log. However, the device was put through extensive testing including full functionality and tce testing without duplicating the reports. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "compressor fault-1001 " and "compressor failure -2001" error messages.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.